Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error code associated to a patient pump during setup. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The patient pump and the distribution board were replaced. The processor board has been placed on order and will be replaced once the part is received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: a livanova field service representative returned to the facility to replace processor board previously ordered. However, it was found to be faulty giving temperature errors and processor board errors. Therefore, a new board has been placed on order again and will be replaced once the part is received. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H10: a livanova field service representative returned to the facility again to replace processor board previously ordered. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was a short circuit of the motor circuit board which consequently caused electrical damage on the involved replaced boards.

Event description:
See initial report.